Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/11/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received 18 unopened samples pertaining to the product code vcp1345h. As per the sampling plan, a visual inspection was performed on eighteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Related reports: 2210968-2023-04398, 2210968-2023-04399, & 2210968-2023-04400.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2023. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - 275 g /m. Related reports: 2210968-2023-04399, & 2210968-2023-04400.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. Changed another one to continue the surgery, the problem of pulling off suture needle had happened . Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. There were no patient consequences reported. Additional information was requested.